Event description:
Reporter alleged the blood glucose monitoring device's test strip vial labeling is not present on the bottle. Reporter stated not changing medications based on the readings from the test strips nor having any adverse reactions from using them either. Reporter did not indicate when or how it was discovered the labeling was not on the test strips. A request was made for the return of the suspect product and replacement product was sent.